Manufacturer narrative:
The product will not be returned for evaluation. We are unable to determine if any malfunction or other product condition that have contributed to the reported hyperglycemia and hospitalization. No product lot number was reported, therefore, no qualification records were reviewed. The omnipod's user guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."

Event description:
The patient reported on (B)(6) 2013 she went to her family doctor who suggested she check into the hospital. By the time she got to lake city medical center, her blood glucose reached 466 mg/dl. At the hospital, the device was discarded and she was given a manual injection (exact dosage or treatment not provided). She stayed in the hospital for another 2 days and she was discharged on saturday afternoon ((B)(6) 2013); she was also given supplies such as insulin and syringes as a delivery method to help manage her diabetes at home. She was unable to provide any history at the time of the call. The patient called back on (B)(6) 2013 and mentioned that she is feeling better now after her hospital stay.